Event description:
It was reported that a central venous catheter (cvc) was inserted on (B)(6) 2026. On 11may 2026, the user facility reported that during patient movement, the catheter became caught on a bed sheet and subsequently separated at the level of the medial extension line. The device was removed following the event, and replacement lines were inserted, including an ultrasound-guided catheter and a midline catheter. The reported consequence was minimal bleeding, which was promptly identified and managed without complication. No adverse health effects were reported for the patient, and the patient's condition remained stable throughout the event. No additional medical intervention was required beyond device removal and replacement as described.

Manufacturer narrative:
(B)(4).